Event description:
The lay user / patient contacted lifescan (lfs) on may 24, 2007 alleging that her one touch ultra 2 meter does not power on. A medical affairs specialist (mas) sent follow up questions and obtained the following information: in 2007, the patient contacted lifescan (lfs) alleging that her meter was not powering on and the patient replaced the battery and issue was resolved over the phone. The patient was able to test three more times before the meter powered off again. The patient does not recall the readings. The patient took the batteries out and reseated the batteries and the meter worked for another test; however, she does not recall the reading. Four days later, the patient decided to stop reseating the batteries and to stop testing; however, she continued to take her diabetes regimen. The next night, at 8:00pm the patient took 52 units of levamir insulin and did not eat or drink anything after taking the insulin. The patient does not usually eat or drink anything after taking her night insulin. Next morning, at 4:00am the patient woke up feeling sweaty, hungry and incoherent. She took some lucozade and felt better 30 minutes later and went back to sleep. She did not seek any medical attention or contact her physician for assistance. Patient is on insulin and tests at least four times a day; however, has been testing more frequently since she has been having problems with her diabetes and is trying to see of she needs to make adjustments with her intake of the novorapid. A normal blood glucose reading for the patient is over 7 mmol/l. The complaint is being reported, because the patient alleged she was unable to test because of the recurrent power issue, but continued to take her insulin regimen and became hypoglycemic.